Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they were having pain. It started about 3 months ago. Pt spoke with the rep within a month-1.5 month who told them to try groups a, b and c. Pt did that. Then pt met with the rep and the rep reprogrammed the pt but pt was still having pain. Pt went to see hcp yesterday who did the x-rays and said the leads had moved. Hcp told pt to have the rep reprogram it again. Hcp already sent info to the rep about the leads that had moved. Pt would like to try reprogramming to see if it helps before their scheduled epidural on friday.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.